Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that the patient had been having a problem with the device for about a month. The consumer stated that the charger was not working and the device itself was giving the patient trouble. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and manufacturing representative and it was reported that the controller showed system problem, rm04 with no recharger attached. The rm04 had occurred quite a few times, but they thought they had seen other rm codes. The caller stated they had done multiple resets, but the issue continued. It was further reported that the patient had to charge multiple times per day. The tablet indicated energy usage of 2.9 days. The impedance values looked good (700-770 ohms). The recharging metrics showed excellent coupling, 80% average ending, 40 min average recharge time, 18 hours average recharge interval. It was recommended that the patient charge the ins to 100% to increase time between charges. The caller stated that the patient would start their charge from 10%-60%. It was reviewed that it would be hard to know how long a charge lasts when they start a charge at 60%. No symptoms were reported. No further complications were reported or anticipated. MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.